Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had a severely scratched display window and cracked reservoir tube. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the emergency room due to high blood glucose over 400mg/dl. The customer experienced dry mouth/lips and excessive urination. Troubleshooting was performed. The caller stated that the insulin pump alarmed no delivery. The customer also mentioned that she was sick with high glucose level for four days and the blood meter was reading high. No further information was provided.